Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was that the implant is not shutting off at night and the stimulator turns on its own. Patient stated they turn off the stimulation at night because it makes their side hurt worse. The issue started a few months ago. Patient stated they would like to meet with the manufacturer representative (rep to check the implant. Patient stated they can feel the stimulation that is how they know the implant is on. The controller currently showed implanted neurostimulators 60%, controller 80% charged. Agent reviewed therapy on/off button meaning. Agent reviewed reps role and provided national answering service (nas) number for healthcare provider (hcp) office to call. Reviewed device function, recommend patient monitor the device, and consult with healthcare provider ofc for next steps. The issue was not resolved.